Event description:
It was reported to boston scientific corporation that during placement of an ultraflex tracheobronchial stent system device, the deployment suture string was tight due to torque due to stricture, resulting in a partial deployment (adult patient; gender, age and weight are unknown). According to the complainant, due to the nature of the stricture, the patient was extubated, the stent system was removed and another ultraflex tracheobronchial stent device was used to the complete the procedure. There were no patient complications reported as a result of this event; the patient's respiratory status was not impacted by the extubation procedure.

Manufacturer narrative:
Examination of the returned device revealed that the stent had already been deployed from the device, and the suture thread was not returned for analysis. The cause of the reported malfunction is undeterminable.